Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.2ml juvederm vista voluma xc in cheek (ck1). Two days later, patient experienced embolism to micro-blood vessels that caused pigmentation. No treatment was provided. Symptoms on going.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Corrected data: section c. Suspect product.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.2ml juvederm vista voluma xc in cheek (ck1). Two days later, patient experienced embolism to micro-blood vessels that caused pigmentation. No treatment was provided. Symptoms on going.